Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized for 7 days. The patient was treated with heparin injection (250 iu, once daily, intraperitoneal, ongoing) and amikacin injection (50mg, once daily, intraperitoneal, ongoing) and meropenem injection (500mg, once daily, intraperitoneal, ongoing). At the time of this report, the patient recovered from cloudy pd effluent and abdominal pain and recovering from peritonitis. Pd therapy is ongoing. It was reported the retraining for break in aseptic technique was done. No additional information is available.